Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 2.00mm rotapro and rotawire were used for the procedure. During the procedure, upon insertion with a set rotation speed of 180,000 rpm, it was noted that the rotapro burr became stuck with the rotawire. The rotapro burr was removed along with the rotawire as one unit. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the gtin not found at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 2.00mm rotapro and rotawire were used for the procedure. During the procedure, upon insertion with a set rotation speed of 180,000 rpm, it was noted that the rotapro burr became stuck with the rotawire. The rotapro burr was removed along with the rotawire as one unit. The procedure was completed with another of the same device. There was no patient complications reported.